Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Reason for revision was not provided and therefore no conclusions can be drawn. Further information regarding this report was not made available to customer quality. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed. Right side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of reported devices was not possible as they were not returned. Reason for revision was not provided and therefore no conclusions can be drawn. X-rays were reviewed from 2012. In the x-rays the right hip showed a valgus stem in contact with the cortices with some bone remodelling. Stem fixation looks reasonable. The acetabular shell appeared to have some screws behind it where the tips were visible in some but not all x-rays. Cup position appeared to be around 30-35deg inclination. There are some fine lines around the cup that suggest it may not be well fixed but it is difficult to be conclusive. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.